Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: tape was covering a hole in the outer jacket of the driveline. (B)(6) was returned assembled with the driveline cut approximately 1¿ from the pump housing. The severed distal end portion of the driveline, measuring approximately 37¿ in length, was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) and the sealed outflow graft were not returned. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a red, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. Parts of the deposition were located on the distal end of the rotor. These portions were likely a single formation prior to the disassembly of the device. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although the origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and distal end of the rotor suggest that the deposition was present in the outlet stator for an extended amount of time while the device was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated lactate dehydrogenase (ldh). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) can be found on the eifu page of the abbott website. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and suspected pump thrombosis. The patient underwent a pump exchange. The pump and driveline would be returned for analysis.